Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted them in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue reoccurred. The caller acknowledged and understood the instructions.